Manufacturer narrative:
There was no device malfunction. The cycler was received for evaluation and successfully passed testing. Evaluation of the available log files was unremarkable with no product deficiency identified.

Manufacturer narrative:
The cycler was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4) .

Event description:
A report was received on (B)(6) 2025 from the home therapy nurse (htn) of a 45-year-old male patient with a medical history including multiple comorbidities and end stage renal disease, who stated the patient was found expired and connected to the device on (B)(6) 2025. Additional information was received on (B)(6) 2025 from the home therapy nurse (htn) who stated that the suspected cause of death was cardiac arrest.